Event description:
The device was not returned as anticipated.

Manufacturer narrative:
As reported, fluid/contrast leakage occurred at the connector of a 6f, 0.070-inch extra backup (xb) right coronary artery (rca) 100 cm guiding catheter during preparation of the contrast agent. Upon inspection, the connector was found to be ruptured. The affected device could not be used and was replaced with another 6f 0.070-inch extra backup (xb) catheter, which was successfully used to complete the procedure. There was no reported patient injury. The device was flushed prior to use and there were no difficulties during insertion or withdrawal. The product was stored and handled according to the instructions for use (IFU), with no damage observed prior to opening the package and no issues removing it from sterile packaging. The device was prepped according to the IFU without difficulty, and no unusual force was used during the procedure. It is unknown whether an attempt was made to insert the vessel dilator tip into the valve and withdraw it after leakage. No valve damage was noted prior to insertion, and no difficulties were encountered with concomitant devices. Rupture at the connector prevents effective pressure transmission to the guiding catheter, affecting procedural precision and stability, and may cause blood leakage, increasing infection risk and delaying treatment. The hospital reported this case as a serious injury adverse event to china nmpa. The device was not returned as anticipated. The product was not returned for analysis. A product history record (phr) review of lot 18251864 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub ¿ damaged¿ and ¿luer hub ¿ leakage¿ could not be substantiated because images were not provided and the device was not returned. The product was stored and handled according to the instructions for use (IFU), with no damage observed prior to opening the package and no issues removing it from sterile packaging. The device was prepped according to the IFU without difficulty, therefore handling factors cannot be excluded as a potential root cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, leakage of fluid/contrast occurred at the connector of a 6f .070-inch extra backup (xb) right coronary artery (rca) 100cm guiding catheter, and inspection found the connector had ruptured. The device could not be used and required replacement to continue the procedure. There was no reported patient injury. Rupture at the connector prevents effective pressure transmission to the guiding catheter, affecting procedural precision and stability, and may cause blood leakage, increasing infection risk and delaying treatment. The hospital reported this case as a serious injury adverse event to china nmpa. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.